Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2011 resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted on (B)(6) 2011 with a new device.

Manufacturer narrative:
(B)(4).